Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, the aquabeam robotic system generated an "e22 - motorpack error", an "e05 error", an "e50-console error", and "e23 error" messages. Multiple troubleshooting steps were performed in an attempt to resolve the issue, including replacing the aquabeam handpiece. However, the errors persisted. Subsequently, the treating surgeon aborted the procedure. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing confirmed the reported issue. Signs of minor fluid ingress were observed as salt deposits on the sensor board can be seen. The sensor board was reassembled to confirm if the observed salt deposits were the main contributor to the reported failure. Three docking cycles and a full simulated aquablation session were performed successfully without triggering any errors. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c04638 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were segregated and reworked to address the non-conformance. The handpiece passed final inspection prior to release for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manua, intl (ce) was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Investigation into this issue has confirmed the occurrence of "e22 - motorpack" errors. The issue is being addressed through procept's quality system. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.